Event description:
The patient underwent surgery with the t2 ph nail. The surgeon confirmed by x-ray that the locking screw had backed out. (Case 2).

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.